Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related MFR report number: 2017865-2025-13932. Related MFR report number: 2017865-2025-13933. It was reported that a patient presented with an infection. The implantable cardioverter defibrillator, right ventricular (rv) lead, and atrial lead were explanted. The patient condition was not known.